Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 7. It was reported while using bd vacutainer® push button blood collection set, blood leaked from a hole in the tubing of one (1) device. The patient was recollected with a new device. No adverse impact was reported regarding the patient or user.